Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 210.5020.. Technical support - 1. Replace display board. 2.. Replace logic board. 3. Return the module to the factory. Explained problematic error fault associated with device. Customer to interchange the display board with known good board to isolate problematic fault. Customer given the part number to display board to repair/replace. Informed customer if any further concerns and/or issues to give a call back. End call a review of the device history record showed the device had a manufacture date of (B)(6) 2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The reported issue was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 error 210.5020. Based on the findings, technical support determined that the proximate cause of the reported issue - faulty display board. A review of the device history record showed the device had a manufacture date of 03/11/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.5020. There was no patient involvement.